Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device history lot. Part: 356.823. Lot: 2257477. Manufacturing site: (B)(4). Release to warehouse date: 17. Apr. 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for the femoral trochanteric fracture with pfna. During the surgery, the impactor for pfna blade broke at its root when the surgeon activated its locking mechanism. He tried to remove the blade to check if the locking mechanism was activated, but stopped because invasive procedure to soft tissue was needed to extract the blade. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant device reported: unknown pfna nail, (part#: unknown, lot#: unknown, quantity#: 1); unknown pfna blade, (part#: unknown, lot#: unknown, quantity#: 1). This report is for one (1) impactor f/pfna blade. This is report 1 of 1 for (B)(4).